Event description:
It was reported that, "hard bone lateral prox femur. Osteotome edge curled over. Metal seems not strong enough or tempered to maintain integrity of sharp cutting edge.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.